Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer unspecified scan result on the adc device in comparison to unspecified reading on a competitor brand meter. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). The customer received unspecified type/dose of insulin unnecessarily and experienced weakness. The customer then visited their doctor due to the false sensor readings. There was no report of death or permanent impairment associated with this event. Reportedly, scan results of 252 mg/dl and 392 mg/dl on the adc device was compared to glucose readings of 82 mg/dl and 159 mg/dl from a competitor brand meter. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The length of sensor wear was 12 days. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.